Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 2 months after the implantation this ra lead was explanted and replaced due to threshold issues. The physician unsuccessfully tried to reposition the lead.

Manufacturer narrative:
(B)(6) 2018 - this lead was returned and analyzed. We received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 2.5 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery as mentioned in the complaint description. In addition, cuts in the insulation were observed which resulted most likely from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.